Manufacturer narrative:
The complaint was received after the expiration of the product; therefore, no additional serological testing was performed. The presence of the jka antigen on crrid, lot id083, was verified through lot release records. The patient sample was discarded as well as the panel ID plate. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported antibody panel ids for patient samples were run on galileo and yielded unexpected negative results. An extend panel was run; positive rsults were observed. The patient was recently transfused, but had no history of transfusion; no antibody was previously detected. No alternate method of testing was performed.